Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 590cc gel breast prosthesis that bottomed out post implantation. Migration of the left breast prosthesis was reported. As a result, the patient underwent explantation with no replacement breast prostheses on (B)(6) 2022. During explant surgery, it was observed that the left breast prosthesis had ruptured.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis bottoming out. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-jun-2022, mentor received additional information about the event. The suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-jun-2022, mentor received additional information about the event. It was reported that the patient¿s breast implants were making her sick. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-jul-2022, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and also reported that her implants were making her sick. Additionally, the patient suffered from migration of the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not available since was discarded, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).